Manufacturer narrative:
(B)(4) - supplemental MDR - barrel / flange damaged. As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c barrel / flange was damaged. The following information was provided by the initial reporter: material # 309657. Batch # unknown. Verbatim: rcc received a complaint via email. 3ml syringe used to draw up and administer demerol 25mg ivp via y-site of free-flowing ns [normal saline] began leaking the ns from around the inside of the plunger barrel after about half the demerol was given. No fluid entered the syringe to change the volume of the demerol left to give and blood was backing up the mainline from the piv [peripheral intravenous] site. Tubing clamped and syringe removed from the y-site. Syringe continued to drip ns from the around the inside barrel until empty. Upon closer examination of syringe, plastic may have been cracked around the 0.5ml mark and syringe barrel with slight bulge noted. Product#: 309657

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.